Manufacturer narrative:
Findings: unit passed displacement test, off no power test, rewind, self test and unexpected restart error test. Unit alarmed motor error during basic occlusion test due to moisture damage on the faulty sensor resistor. Unable to verify compromised force sensor system alarm due to motor error alarms. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a compromised force sensor system alarm. The customer's blood glucose reading was unknown. The device was replaced and will be returned for analysis.